Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported before a vitrectomy procedure, the laser did not work. The system was switched out to proceed with surgery.

Manufacturer narrative:
The company service representative examined the system and could not confirm or replicate the reported event. As a preventative measure, the company service representative corrected the interlock connection on the laser rear panel. The system was manufactured on february 23, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).